Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(6) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty front panel assembly for evaluation. As of (B)(6) 2015 the alleged faulty front panel assembly has not been received.

Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. A fluid ingress spot in screen was noted. The vela front panel was installed in a known good unit. The touch screen was completely irresponsive and could not be calibrated. The vela front panel was replaced.

Event description:
The distributor in (B)(6) reported that there is a spot on the touch screen and the screen is not working when touched.